Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. Conclusions:based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon attempted to insert an aa4204vf silicone single piece lens and the lens tore. There was pt contact but no injury.